Manufacturer narrative:
The insulin pump was received with high idle current due to faulty electrical component on the radio frequency board, alarmed compromised force sensor system during prime test due to faulty force sensor resistor also, alarmed rf pic failed during self-test due to faulty electrical component on the radio frequency board. Unable to complete functional test including occlusion test and excessive no delivery alarm test due to compromised force sensor system alarm. No unexpected low reservoir alarms noted during testing. The insulin pump had minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin was squirting out during manual prime process. The customer stated that the drive support cap appeared normal. The customer also reported that they experienced high blood glucose of 441 mg/dl and treated with the insulin pump. The customer reported that they also experienced low blood glucose of 25 mg/dl and the emergency medical services were called and gave treatment for the low blood glucose with glucagon shot. The customer declined to troubleshoot for high and low blood glucose. The insulin pump will be returned for analysis.